Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the wire perforation in the ventricle is unknown but may be related to the mechanisms above, such as manipulation of the devices on the guidewire during the procedure a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the clinical specialist, post deployment of the 29mm sapien 3 ultra valve during a tf tavr case the patient had a pericardial effusion on the posterior side, along the left ventricular wall, which was initially treated with a pericardiocentesis drain, and removed approximately 1.5 liters of blood. Initially this pericardial effusion was suspected to have resulted from a ventricular wire perforation and was later found to be secondary to an aortic annular rupture. The operator then cannulated the apex of the heart with a micropuncture needle, to get into the pericardial effusion. A pericardial drain was placed. The operator then aspirated the drain and removed over 1 liter of blood, so the decision was made to open the chest cavity to look for active bleeding. Total amount of blood drained from the pericardiocentesis prior to the sternotomy, was 1.5 liters. The heart team converted to an open procedure. The perforation of the left ventricular wall was repaired surgically with pledgeted suture, but these did not hold and the tear continued to extend further, requiring a more robust surgical repair. However, this resulted in impedance to the left coronary circulation and a coronary artery bypass graft was required. The decision was made to remove the tavr valve and bypass the mid lad coronary obstruction with a graft from the aorta to the distal lad coronary artery. During the excision of the tavr valve, an aortic annular rupture was observed, which progressed from within the left coronary cusp near the left coronary ostia. The tear extended into the muscle of the posterior aspect of the left ventricle. The posterior ventricular wall under the annulus was repaired with teflon reinforced 4-0 prolene sutures in a running fashion and the annulus was repaired with teflon reinforced interrupted 4-0 prolene sutures. The tavr valve was explanted and replaced with a savr valve during the repair. The patient appeared to have developed ''stone heart syndrome'' likely secondary to prolonged ischemia, and likely irreversible. The surgeons discussed all the possibilities for supporting this patient and it was agreed that arteriovenous ECMO was the only choice. This was implemented and then patient was then transferred to the cardiovascular ICU. At a date not documented in the medical records provided, it appears that the patient passed away at some point after the tavr and the subsequent open heart surgery procedure.